Event description:
Consumer reported she purchased two (2) single packs of heat patches, used one on her back and was fine. The other patch she used on her knee for five (5) hours, area was burned when was removed. No medical intervention was sought; however, consumer was self treating with neosporin.

Manufacturer narrative:
Regulatory compliance complaint lab received one (1) used ace heat therapy patch with no first level packaging where the customer claimed the product caused a burn/injury. Unable to run complaint history check or device history review as lot number is unknown. Product has been forwarded to the supplier for further evaluation. A recall has been initiated by bd. No further action is required on this complaint.